Event description:
(B)(4). It was reported that post-stenting procedure, myocardial infarction, restenosis and chest pain occurred. In (B)(6) 2011, the subject presented with unstable angina (braunwald classification-unknown) and cardiac catheterization was recommended. Target lesion #1 was a de novo lesion located in the proximal rca (right coronary artery) with 95% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50 mm x 12 mm taxus liberte stent, with 0% residual stenosis. The next day, the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject presented with myocardial infarction and was admitted on the same day. At the time of event, the subject was taking aspirin and study drug. Cardiac enzymes were elevated consistent with protocol definition of mi. Thus, cardiac catheterization was recommended. About 80%-90% stenosis was located in the mid right coronary artery #2 to distal right coronary artery #3 and was treated with balloon angiography and placement of 3.5mm x 24mm and 2.5mm x 20mm promus element stents. Following treatment the residual stenosis was 0%. The event was considered resolved without residual effects and the subject was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the time of the event, the patient presented with chest pain radiating to the neck bilaterally with associated shortness of breath. The ECG revealed st elevation with inferior infarct. Troponin value was elevated. Cardiac enzyme elevation does not meet protocol definition of mi as previously reported. The patient underwent revascularization in the distal right coronary artery (rca) and mid rca. The 99% stenosed target lesion located in the distal rca was treated with balloon angioplasty and placement of 2.5mm x 20 mm promus element stent. The 80% stenosed target lesion located in the mid rca was treated with balloon angioplasty and placement of 3.50 x 24 mm promus element stent. During the course of the event, the patient was also medically treated. The patient was discharged two days post procedure, not the same day as previously reported. The patient was discharged on aspirin and plavix.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).